Event description:
Reportedly, unexpected early battery depletion was observed. The device was explanted and will be returned for analysis.

Event description:
Reportedly, unexpected early battery depletion was observed. The device was explanted and will be returned for analysis.